Event description:
This inspire patient has also had a heart transplant and is currently on coumadin. Over 5 months, the patient was seen three times by his physician for pain, swelling, and drainage in the area of his stimulation lead neck incision. The physician conducted an ultrasound of the area and prescribed bactrim. At the second visit, the incision appeared slightly raised but otherwise okay. However, the physician prescribed another round of bactrim out of caution. At the next visit, the physician noted that swelling at the site had increased, there was also drainage, but no fever. The physician prescribed another round of bactrim and referred the patient to an infectious disease physician. That physician confirmed that there was an infection at the stimulation lead site but recommended a daily antibiotic for life, and an ultrasound every 3-4 months to ensure that the infection is not spreading, as opposed to explanting the system.